Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 276 mg/dl. It was stated that the customer had treated with the insulin pump and insulin pen prior to the hospitalization. Troubleshooting revealed that one of the basal rate profiles had been erased somehow. Nothing further was reported.